Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) and one right atrial (ra) lead due to cied system/pocket infection. (B)(6) lead locking devices (llds) were inserted into each lead to provide traction. Using a (B)(6) 14f glidelight laser sheath, the ra lead was removed. The patient's blood pressure temporarily dropped but returned to normal without intervention (transoesophageal echocardiography (toe) confirmed no injury). The remaining leads were successfully extracted using a combination of the glidelight and a (B)(6) tightrail rotating dilator sheath. At the conclusion of the extraction, and while upsizing the femoral sheath to prepare for re­ implantation of a leadless pacemaker, the patient's blood pressure dropped and did not return to normal. Toe again confirmed no injury within the heart, but a venogram suggested a clot and bleeding in the femoral region. The re-implantation was abandoned, and the patient was sent to ICU. Unfortunately, the patient passed away later that night. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).